Event description:
It was reported that the insulin pump alarmed no delivery. Customer stated that she went to water exercise and hit the site and came out. Customer's blood glucose was unknown. Customer declined to further do the troubleshooting. Customer stated she will call back for further assistance. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.